Event description:
The svc report shows that the nellcor puritan bennett customer support engineer noted an intermittent audio alarm while servicing the device. The engineer inspected the device and replaced the auxiliary harness assembly. The unit passed extended self testing. The device was not on a pt when the event occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.